Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the type ib endoleak is unconfirmed. This is not consistent with the reported adverse event/incident. Procedure-related harms, device, user, procedure, or anatomy-relatedness of this complaint could not be determined with the medical records available for review. However, during the investigation, endologix found reasonable evidence that the device was used off-label as there was concomitant use with products outside the IFU. It is indeterminate if these were the contributing factors for the reported type ib endoleak. The final patient status was reported as resolved endoleak post the re-intervention. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2.

Event description:
The patient was treated for anastomotic aneurysms at both proximal and distal sides of a previously implanted non-endologix I-shaped aortic graft with implant of an afx2 bifurcated stent graft, an afx vela suprarenal and an afx vela infrarenal via left access. The left leg of the afx2 bifurcated stent graft did not fully appose to the vessel wall; therefore, a non-endologix smart stent graft (8mmx4cm) was deployed to address it. The procedure was completed without endoleaks. This procedure is outside the indications of use (off-label) due to the use of adjunctive devices not compatible with afx system per the IFU. Two (2) days post-procedure, while the patient was still hospitalized, the patient complained of pain. It was determined from a computed tomography scan that a type ib endoleak was occurring. Urgent reintervention was performed on the same day treating the type ib endoleak from the left side with implant of a non-endologix excluder leg (10mm x 7cm) in each iliac artery. A coil was also deployed near the aortic bifurcation. The procedure was completed with a slight level of endoleak remaining. Two (2) days post-reintervention angiography revealed that the endoleak had been resolved.